Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("devices had migrated to her endometrial cavity") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had not been tested for nickel allergy, but she could not wear fake or costume jewelry due to skin irritation. Before essure insertion, her periods were not nearly as painful and did not last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pollakiuria ("constant urination"), dysgeusia ("metallic taste in mouth"), mood swings ("severe mood swings"), muscle spasms ("muscle spasms"), pain ("pain"), pruritus ("itching") and menorrhagia ("heavy menses"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches"), arthralgia ("joint pain"), rash ("rashes"), alopecia ("hair loss"), weight decreased ("weight loss"), fatigue ("fatigue"), blood iron decreased ("low iron"), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog") and fallopian tube disorder ("questionable wall defect noted on the right fallopian tube"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menometrorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, headache, rash, alopecia, weight decreased, blood iron decreased, dyspareunia, feeling abnormal, pollakiuria, dysgeusia, mood swings, muscle spasms, pain, pruritus, menorrhagia and fallopian tube disorder had resolved and the arthralgia and fatigue had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, blood iron decreased, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, feeling abnormal, headache, menometrorrhagia, menorrhagia, mood swings, muscle spasms, pain, pelvic pain, pollakiuria, pruritus, rash and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: devices migrated to endometrial cavity (B)(6) 2017 - pathology report: questionable wall defect noted on the right fallopian tube, however complete perforation was not noted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('devices had migrated to her endometrial cavity') and uterine perforation ('perforation') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had not been tested for nickel allergy, but she could not wear fake or costume jewelry due to skin irritation. Before essure insertion, her periods were not nearly as painful and did not last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pollakiuria ("constant urination"), dysgeusia ("metallic taste in mouth"), mood swings ("severe mood swings"), muscle spasms ("muscle spasms"), pain ("pain"), pruritus ("itching") and menorrhagia ("heavy menses"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches"), arthralgia ("joint pain"), rash ("rashes"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog"), fallopian tube disorder ("questionable wall defect noted on the right fallopian tube"), hypersensitivity ("allergy symptoms / hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms") and haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss") and blood iron decreased ("low iron"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menometrorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, headache, rash, alopecia, weight decreased, blood iron decreased, dyspareunia, feeling abnormal, pollakiuria, dysgeusia, mood swings, muscle spasms, pain, pruritus, menorrhagia and fallopian tube disorder had resolved, the uterine perforation, hypersensitivity, autoimmune disorder and haemorrhage outcome was unknown and the arthralgia and fatigue had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, blood iron decreased, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, feeling abnormal, haemorrhage, headache, hypersensitivity, menometrorrhagia, menorrhagia, mood swings, muscle spasms, pain, pelvic pain, pollakiuria, pruritus, rash, uterine perforation and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: results: devices migrated to endometrial cavity. Diagnostic results: (B)(6) 2017 - pathology report: questionable wall defect noted on the right fallopian tube, however complete perforation was not noted. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('devices had migrated to her endometrial cavity') and uterine perforation ('perforation') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had not been tested for nickel allergy, but she could not wear fake or costume jewelry due to skin irritation. Before essure insertion, her periods were not nearly as painful and did not last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pollakiuria ("constant urination"), dysgeusia ("metallic taste in mouth"), mood swings ("severe mood swings"), muscle spasms ("muscle spasms"), pain ("pain"), pruritus ("itching") and menorrhagia ("heavy menses"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches"), arthralgia ("joint pain"), rash ("rashes"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog"), fallopian tube disorder ("questionable wall defect noted on the right fallopian tube"), hypersensitivity ("allergy symptoms / hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms") and haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss") and blood iron decreased ("low iron"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menometrorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, headache, rash, alopecia, weight decreased, blood iron decreased, dyspareunia, feeling abnormal, pollakiuria, dysgeusia, mood swings, muscle spasms, pain, pruritus, menorrhagia and fallopian tube disorder had resolved, the uterine perforation, hypersensitivity, autoimmune disorder and haemorrhage outcome was unknown and the arthralgia and fatigue had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, blood iron decreased, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, feeling abnormal, haemorrhage, headache, hypersensitivity, menometrorrhagia, menorrhagia, mood swings, muscle spasms, pain, pelvic pain, pollakiuria, pruritus, rash, uterine perforation and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: results: devices migrated to endometrial cavity. Diagnostic results: (B)(6) 2017 - pathology report: questionable wall defect noted on the right fallopian tube, however complete perforation was not noted. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events- genital bleeding, uterine perforation, hypersensitivity, auto-immune disorder added. On (B)(6) 2020: coding request event "abnormal bleeding" updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('devices had migrated to her endometrial cavity') and uterine perforation ('perforation') in a 39-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test negative, adenomyosis, chronic cervicitis, endometriosis, paratubal cyst and menorrhagia. Patient had not been tested for nickel allergy, but she could not wear fake or costume jewelry due to skin irritation. Before essure insertion, her periods were not nearly as painful and did not last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pollakiuria ("constant urination"), dysgeusia ("metallic taste in mouth"), mood swings ("severe mood swings"), muscle spasms ("muscle spasms"), pain ("pain"), pruritus ("itching") and heavy menstrual bleeding ("heavy menses"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches"), arthralgia ("joint pain"), rash ("rashes"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog"), fallopian tube disorder ("questionable wall defect noted on the right fallopian tube"), hypersensitivity ("allergy symptoms / hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms") and haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss") and blood iron decreased ("low iron"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menometrorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, headache, rash, alopecia, weight decreased, blood iron decreased, dyspareunia, feeling abnormal, pollakiuria, dysgeusia, mood swings, muscle spasms, pain, pruritus, heavy menstrual bleeding and fallopian tube disorder had resolved, the uterine perforation, hypersensitivity, autoimmune disorder and haemorrhage outcome was unknown and the arthralgia and fatigue had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, blood iron decreased, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, feeling abnormal, haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, mood swings, muscle spasms, pain, pelvic pain, pollakiuria, pruritus, rash, uterine perforation and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: results: devices migrated to endometrial cavity. Diagnostic results: (B)(6) 2017 - pathology report: questionable wall defect noted on the right fallopian tube, however complete perforation was not noted. Lot number: c91746 manufacture date: 2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('devices had migrated to her endometrial cavity') and uterine perforation ('perforation') in a 39-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test negative, adenomyosis, chronic cervicitis, endometriosis, paratubal cyst and menorrhagia. Patient had not been tested for nickel allergy, but she could not wear fake or costume jewelry due to skin irritation. Before essure insertion, her periods were not nearly as painful and did not last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pollakiuria ("constant urination"), dysgeusia ("metallic taste in mouth"), mood swings ("severe mood swings"), muscle spasms ("muscle spasms"), pain ("pain"), pruritus ("itching") and heavy menstrual bleeding ("heavy menses"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches"), arthralgia ("joint pain"), rash ("rashes"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog"), fallopian tube disorder ("questionable wall defect noted on the right fallopian tube"), hypersensitivity ("allergy symptoms / hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms") and haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss") and blood iron decreased ("low iron"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menometrorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, headache, rash, alopecia, weight decreased, blood iron decreased, dyspareunia, feeling abnormal, pollakiuria, dysgeusia, mood swings, muscle spasms, pain, pruritus, heavy menstrual bleeding and fallopian tube disorder had resolved, the uterine perforation, hypersensitivity, autoimmune disorder and haemorrhage outcome was unknown and the arthralgia and fatigue had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, blood iron decreased, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, feeling abnormal, haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, mood swings, muscle spasms, pain, pelvic pain, pollakiuria, pruritus, rash, uterine perforation and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: results: devices migrated to endometrial cavity. Diagnostic results: (B)(6) 2017 - pathology report: questionable wall defect noted on the right fallopian tube, however complete perforation was not noted. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-jun-2021: mr received: reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.